Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight probe sometimes failed verification and other times it passes verification. The position of the emitter was set as normal. No patient was present at the time of the event.